Event description:
It was reported from (B)(6) that the device controls for the electric pen derive device kept switching on and off when the device was in use, even though the controls of the device were not being touched. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition that the electric pen derive device kept switching on and off when the device was in use was confirmed. An assessment was performed and it was found that the electronic control unit (ecu) was not functioning and was defective. The assignable root cause was determined to be caused by faulty material. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.